Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Hardware low level failures error alarmed during self test and was confirmed in device history file due to cold solder joint found on pin ambient light sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 438 mg/dl at the time of incident. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege insulin pump was under delivering. Customer was using auto mode feature. Customer reported that the insulin pump had received insulin flow blocked alarm. Customer stated that the insulin did not exit. Troubleshooting was performed for high blood glucose level and under delivery. The insulin pump will be returned for analysis.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 438 mg/dl at the time of incident. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege insulin pump was under delivering. Customer was not using the auto mode feature at the time of the incident. Customer reported that the insulin pump had received insulin flow blocked alarm. Customer stated that the insulin did not exit. Troubleshooting was performed for high blood glucose level and under delivery. The insulin pump will be returned for analysis.